Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) lead had dislodged and had fallen into the ventricle. It was noted that the ra lead exhibited no capture. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.